Event description:
On (B)(6) 2024, the recipient reportedly underwent and MRI and bandaging protocol was not followed. The recipient's magnet reportedly rotated. On (B)(6) 2024, the recipient's magnet was revised.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.